Event description:
It was reported that there was an intermittent loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. The system operates as intended.